Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6): h3: analysis of the recharger wr9220 wireless perficio insr, (s/n: (B)(6) ) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was that the caller reports that the recharger was unresponsive. The caller indicated that the green light was sporadically scrolling instead of a solid green light. The patient was not with the equipment and will call back later today for troubleshooting. The caller commented "the last time this happened, you just sent me a new one." Reviewed that troubleshooting was necessary and they may be able to resolve during the call. The patient called back stating they were with their equipment for troubleshooting. Worked with them to re-set the charger while on the dock plugged into power and while off the dock. Patient said scrolling lights continued happening until after the reset off of the dock when they said all of the lights went out but when they placed it back onto the dock the lights started to scroll again. Patient said after using the equipment they would store it away they did not leave it plugged in and on the dock between uses. The issue was not resolved through troubleshooting, an email was sent to repair to replace the device. Reviewed to leave the charger on the dock plugged into power when not in use. During the call patient said they had just gotten back from a trip and could tell they needed to recharge their implant because there were some issues happening.